Manufacturer narrative:
Since the subject device was not discarded by the user, therefore olympus medical systems corp. (Omsc) could not evaluate the referenced device. The exact cause of this issue cannot be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
The subject device was used during a total laparoscopic hysterectomy. The probe was broken. It was not reported whether the fragment of the probe fell off inside the patient or not. The procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-01309 to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc couldn't investigate and the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed with no irregularities. This type of probe damage is most likely related to the operator's technique. Based on the similar cases with the same model, it is known that the probe cracked since the user outputs the device contacting with something hard or the probe and the jaw come into contact, which causes scratches because of wear of the ptfe pad. There was a possibility that the cracked probe broke when the probe received the load by grasping tissue or output seal & cut activation. The instruction manual of thunderbeat mentions warning and caution for possible phenomenon mentioned above.